Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had oversensing on the right ventricular (rv) lead and that short ventricular intervals had been ob served. An inquiry was made to the physician to determine whether the lead was still functioning properly, however follow up yielded no further information. The rv lead remains implanted and in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.